Manufacturer narrative:
Screen on/ quick bolus button was not verified. Unexpected reset issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.